Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation of the reported surgeon monitor was preformed as it was not returned to manufacturer for analysis. No further issues were reported.

Event description:
A site representative reported that the navigation system's surgeon monitor turns black after approximately 5 seconds from starting the system. Unplugging and re-plugging the monitor did not resolve the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The surgeon monitor was replaced. The system then passed the system checkout. The system was found to be fully functional.